Manufacturer narrative:
The device has been received for analysis, however, additional testing has not been completed at the time of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to an unknown vessel and while trying to cross the lesion, the shaft broke. The device was removed with no complications and the case was completed with a cypher stent, unknown size. Additional information regarding this event has been requested. Pt status is satisfactory.